Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to bladder issues. The physician could not make an assessment whether the stimulator was causing the issue. Device malfunction was not suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.